Event description:
Procedure: colorectal. According to the reporter: one third of the cut was not made. The staple formed properly but part tissue was failed to be cut. A new device was opened and used to complete the case. There was no extension of surgery time by more than 30 minutes. There was no reinforcement material used. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/04/2015.

Manufacturer narrative:
(B)(4).